Event description:
It was reported to nova biomedical that a consumer's blood glucose meter began giving only two digits of the three digit display. No decisions to treat were reported made on the alleged faulty meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation a follow-up report will be filed.